Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the basal process. The blood glucose reading was 400 mg/dl. The customer treated the high blood glucose readings with bolus and is now down to 140 mg/dl. There were no significant events leading to the alarm observed. It was stated that they were able to complete the rewind sequence. The motor error alarm prevented the customer from being able to troubleshoot. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.